Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the initial concern is resolved - unable to establish contact at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for e-5 and hi display. Daughter is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the dining room. During the call a blood test was performed by the customer and produced test results of hi using meter, daughter say mother sometimes runs high. The test strip lot manufacturer's expiration date is 08/27/2020 and open vial date is 04/10/2019. The meter memory was not reviewed for previous test result history.